Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high outputs. The power consumption was 256 percent. Additional information obtained from the field which indicated that the physician will monitor device closely. As of this time, the device remains in service. No adverse patient effects reported.